Event description:
The customer reported that he received a prime rewind alarm on his insulin pump. The customer's blood glucose level was 426 mg/dl and he treated with injection. The customer stated that insulin was squirting out during the priming process. It was also stated that the insulin pump was not dropped prior to the prime rewind alarm occurring. While troubleshooting, the customer reported that the drive support cap appeared normal. It was advised to discontinue use of the insulin pump and revert to a back up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.